Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had main 5.2 solenoid spring broken. The field service engineer replaced the spring and inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the main half height cubie drawer 4.2 failed leading to a delay in dispensing medication. There were no adverse events or injuries reported based on this event.